Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received motor error. The customer¿s blood glucose level was 112 mg/dl. The customer reported that they received a motor error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify motor error alarm due to no button response. The motor was tested outside of the device and passed.